Event description:
It was reported that the port was implanted for approximately 6 months before the catheter was found broken at the connection to the port. There were no reported patient complications as a result of this occurrence

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.